Event description:
On (B)(6) 2013, it was reported that this vns patient had generator migration down to her left areola and was experiencing pain not associated with stimulation. The patient was seen in clinic (B)(6) 2013. The patient was referred to a neurosurgeon to begin the process for generator pocket revision. The device was likely secured by a non-absorbable suture as the implanting surgeon typically used said sutures during implant; therefore, there was no suspicion that this was the cause. There was no known trauma, other changes, or patient manipulation. The patient underwent repositioning surgery on (B)(6) 2013 with no specific concerns reported. Attempts for additional information have been unsuccessful.